Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a ¿purge system failure¿ alarm on the device. Advised the rn to replace the purge cassette and tubing. The rn stated that a previous high purge pressure/low flow condition had already resolved. I also recommended switching back to d5w/bicarbonate purge solution; however, the provider elected to defer the solution change until day shift. The purge cassette and tubing were replaced, and this action resolved the purge system failure alarm.